Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the lead was dislodged. Repositioning of the lead was attempted but was not successful. The lead was replaced and the patient was in good condition after the procedure.